Event description:
A (B)(6) gentleman with a severe traumatic brain injury secondary to a motor vehicle accident. On (B)(6) 2012, this patient was emergently brought to the operating room and underwent a right frontocentroparietal craniectomy, dural release, and evacuation of subdural hematoma with placement of left posterior-frontal camino intracranial pressure monitoring device. On (B)(6) 2012, intracranial pressure monitoring device was removed. On (B)(6) 2012, it was discovered on MRI scan that the patient had a retained segment o anterior cranial pressure monitoring in the ventricle. On (B)(6) 2012, this patient went to the operating room and underwent a craniotomy for the retrieval of retained catheter.